Event description:
It was reported that the patient suffered inappropriate therapies due to a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.